Event description:
A hospital in the USA reported to our distributor that 2x rt240 adult breathing circuit y connectors had the plastic "inner ring missing" that allows pt interface connection. No pt consequence was reported.

Manufacturer narrative:
The returned devices were visually inspected. When inspecting the rt240 breathing circuit y connectors, it was confirmed that the inner tapered tube connection had broken off. The outer tube connection was intact. The y-piece connectors were molded in cavity 4 of the mould tool. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the inner tapered tube connection has adhered to the mould tool during ejection of the part and broken off. Scheduled maintenance has been carried out on this tool twice since the date which the part was packaged. This maintenance includes cleaning of the tool which would remove the cause of this defect. There has been no further report of this defect. This is an unusual event. The devices were out of specification. This fault is rare with a very low occurrence rate of 0.0001% worldwide for the last year. We will continue to monitor all complaints for this type of fault. No further investigation will be conducted on this complaint.